Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and was torn during insertion. When the lens was removed, the incision was enlarged, but no sutures were needed. There were no other pt injuries. The facility stated the lens damage was due to user error and there was no product malfunction. The contact stated the msi-tm injector and qa cartridge were used during surgery. However, it was indicated that the lot numbers were unknown.